Event description:
3080 sp bed dropping head and foot section, patient was on the table having a facelift procedure, no pt injury. Procedure was completed successfully.

Manufacturer narrative:
This incident involved a report by hosp staff that the head and foot sections of a 13-year old 3080sp surgical table had shifted downward during a facelift procedure. The hosp staff was able to stabilize the table by activating its hydraulic system. There were no reports of pt or staff injury. Upon learing of the incident, steris dispatched a technician to examine the table. The technician replaced the hydraulic control block assembly to prevent a reoccurrence. After the repair, the hosp briefly returned the table to service. The hosp subsequently decided to replace the table due to its age.